Manufacturer narrative:
(B)(4). Result of investigation: carefusion certified technician could not duplicate the reported issue. Test screen calibration test was performed by technician ten times and showed passing results with good known circuit and lung being connected to the reported unit. Furthermore 50.3 hours of extended bench testing was done on the reported unit and showed passing results without any abnormalities or alarm.

Event description:
The customer reported complaint stating: the touch screen displaying "saving configuration", touch command and on/off button of the unit were not responding. This incident occurred during pre-use set up so there is no patient involvement.